Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out the infusion set and cartridge after each occlusion. Insulin delivery was resumed. Customer's blood glucose was 390-400 mg/dl. Customer continued to use pump for insulin therapy.